Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu/erbe) to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the iesu returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there was error c-34 on the erbe generator when the surgeon used a monopolar instrument. Prior to calling intuitive surgical, inc. (Isi) technical support engineer, the customer had already replaced the instrument, cautery cable and restarted the erbe generator without improvement. The tse reviewed the system logs and identified error c-34 pointing to hf voltage low. The customer confirmed there was no other source of magnetic interference close by, that could cause the issue. The tse guided the surgeon to disconnect the power cord from the erbe generator, wait one minute and to restart the erbe generator, but issue kept coming back. The customer also confirmed that the erbe generator was connected to a dedicated ac outlet. The tse explained that monopolar energy on erbe generator was defective, and the generator needed to be replaced. The tse guided the customer to connect a force triad generator and continue with the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for failure analysis, and the reported failure was confirmed and reproduced. The iesu was placed on an in-house system and was run in normal mode. Error c-34 occurred on start-up.

Event description:
Refer to h10/h11 for follow-up information.